Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement and deformation due to compressive stress was confirmed. The reported difficult to remove (hoop/tray) could not be tested as the sds was not retuned for evaluation. The reported difficult to remove (mandrel/stylet) could not be tested due to the condition of the returned device. The electronic lot history record (elhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu), states to carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined that the reported difficulties appear to be related to the operational context of the procedure, as it is likely that inadvertent mishandling during removal of the device from the protective coil, stylet and protective sheath contributed to the reported difficult to remove (hoop/tray and mandrel/stylet), causing the reported deformation due to compressive stress in addition to the observed material deformation, deformation due to compressive stress (sheath), torn sheath and bent stylet, ultimately causing the reported stent dislodgement inside the protective sheath. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Manufacturer narrative:
H6: device code 2017 clarifier - use after damage. H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately tortuous mid left anterior descending artery (lad) lesion. When pulling the 3.0x15mm xience skypoint stent delivery system (sds) out of the hoop; resistance was met. The yellow portion of stylet was held; however a 90-degree angle was noted at the end of the stylet. Resistance was noted when removing the stylet. The sds was inserted into the body and when attempting to deploy the stent, it was not visible under fluoroscopy. The stent was located inside the yellow stylet on the prep table. The sds was removed without issue. Another skypoint was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.